Event description:
I had a prostiva for enlarged prostate. Ever since that time, I have had a terrible burning when I urinate; it is like peeing splinters. This has been going on for 18 months and urologist says he does not know what else to do. A year after prostiva, I had another cystoscope and they found large blisters on the trigone region of my bladder. I have taken every medicine available and this terrible burning persists. Any help would be appreciated. I asked another urologist and he said the needles probably burned my bladder. The device is made by medtronic. Same urologist did tuna 12 months later and I still have burning.